Manufacturer narrative:
The review of the mfg records verified that the device met all pre-release specs.

Event description:
It was reported the physician implanted a gore helex septal occluder on (B)(6) 2010 to close a pt foramen ovale (pfo). In (B)(6) 2010, f/u imaging showed the device in good position. In (B)(6) 2011, the pt presented for an unrelated surgery. The anesthetist performed a bubble study under transthoracic echocardiography which showed a large shunt across the atrial septum. The implanting physician then used transesophageal echocardiography which confirmed the large shunt and showed that the helex device was not on the atrial septum. Computed tomography revealed the helex device to have embolized to the abdominal aorta. Review of the (B)(6) 2010 images showed the device was not on the atrial septum at that time. A reintervention was performed on (B)(6) 2011, where a second occluder was implanted to close the pfo. The physician attempted to retrieve the helex device, but the device was not movable. The device is not causing an obstruction so the physician decided to leave the device in place. No further intervention is planned.